Event description:
The aigis device is a polypropylene suture material knitted into a mesh envelope that is coated with an absorbable polymer containing rifampin and minocycline. Aigis is intended to be used as an adjunct to an implanted cardiac implantable electronic device (cied) to minimize migration of the cied and to reduce the risk of infection. Pt received an aigis device (aigisrx antibacterial envelope) in conjunction with a cied as part of a generator replacement procedure. The implanted date is unk. The implants were placed at (B)(6) university. About 6 months later, at (B)(6) med cntr, the pt reported pain and swelling in the pocket area. According to a (B)(6) nurse, there was no infection. The attending physician decided to remove the device. It is preferable to perform capsulectomy when removing an agis device with the cied. In this case, a doctor who was not familiar with aigis did not perform a capsulectomy and removed the device in pieces. Some aigis was left in the site. Pt continued to experience pain and tenderness in the site.

Manufacturer narrative:
This MDR is made as no clear root cause could be determined and the role of aigis cannot be ruled out. The event was reported to the company by a company sales rep during a routine visit, and no formal product complaint was filed by the clinical site. The clinician was unavailable for direct interview. The device was not returned, and the clinician did not elect to file a complaint. As a result, we do not believe any add'l info will be forthcoming. In the company's opinion, the role of the aigis device in this event cannot be ruled out. Pain and swelling was reported at the surgical site for the combined implantation of the aigis antibacterial envelope and cied. No infection was reported. Symptoms continued after removal of most of the aigis but since some aigis remained, it cannot be completely ruled out as the cause. The company will continue to monitor any reports of product safety and performance.